Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow events. Although a specific cause for the low flow events cannot be conclusively determined through this evaluation, the customer reported that the low flows were attributed to arrythmias and right ventricular dysfunction. A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported cardiac arrythmia and right heart failure could not be conclusively established through this evaluation. The controller event log file contained data from (B)(6) 2021. 148 low flow controller faults were captured when calculated flow dropped as low as 1.9 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 85 lasted at least 10 seconds to trigger a low flow alarm. No other abnormal alarms were captured. The pump operated at the intended speed and appeared to function as intended for the duration of the log file. The controller periodic log file contained data from (B)(6) 2021. 8 low flow alarms were captured throughout the log file. No other abnormal alarms were captured. The pump appeared to function as intended for the duration of the log file. The lvad event and periodic log files also captured the pump operating as intended. The controller event log file contained data from (B)(6) 2021. 61 low flow controller faults were captured when calculated flow dropped as low as 2.3 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 5 lasted at least 10 seconds to trigger a low flow alarm. No other abnormal alarms were captured. The pump appeared to function as intended for the duration of the log file. The controller periodic log file captured 8 low flow alarms throughout the log file. No other abnormal alarms were captured. The pump appeared to function as intended for the duration of the log file. The lvad event and periodic log files also captured the pump operating as intended. The controller event log file contained data from (B)(6) 2021. 72 low flow controller faults were captured when calculated flow dropped as low as 2.1 lpm. Of these faults, 8 lasted at least 10 seconds to trigger a low flow alarm. No other abnormal faults or alarms were captured. The pump appeared to function as intended for the duration of the log file. The controller event log file contained data from (B)(6) 2021. 21 low flow controller faults were captured when calculated flow dropped as low as 2.3 lpm. Of these faults, 1 lasted at least 10 seconds to trigger a log flow alarm. No other abnormal alarms were captured. The pump appeared to function as intended for the duration of the log file. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia and right heart failure as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The IFU also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from the manufacturing quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing low flow alarms which were attributed to arrhythmias and right ventricle dysfunction. A right heart catherization and echocardiogram was performed and pump speed was increased. The alarms resolved and the patient was stable.